Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 27.4 mmol/l, 15.5 mmol/l on mobile meter (system 1) and 8.0 mmol/l on aviva nano meter (system 2). Customer also allegedly received the following results, with two different meters, within 10 minutes: 19.3 mmol/l, 13.8 mmol/l on mobile meter (system 1) and 6.4 mmol/l on aviva nano meter (system 2). No serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).